Event description:
It was observed during the device evaluation, there was foreign objects found in the air/water cylinder, suction cylinder, and jet tube of the colonovideoscope, as a result of clogging in the jet tube, water cannot be supplied. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, olympus confirmed a white foreign material came out of the device. Investigations into the white material confirmed the use of products that contain silicone can cause deposits of white foreign material. Silicone is included in simethicone, a defoaming agent, lubricants and like products. If the customer used them, there was risk that foreign material was remained in the channel even if the reprocessing was conducted in accordance with the instructions for use. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. A definitive root cause of the foreign objects being found in the suction cylinder, air/water cylinder, and jet tube was unable to be identified. The event can be detected/prevented by following the instructions for use which state: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.